Event description:
A (B)(6) female patient with obstetric trauma was implanted on (B)(6) 2005. On (B)(6) 2009, the entire device was removed and replaced due to fluid loss. Only the pump and balloon were returned for analysis.

Manufacturer narrative:
Additional catalog numbers: 72402105, 72402287. (B)(4). Balloon was functional. Pump was functional. Tubing had operating room damage. Cuff was not returned for analysis. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.